Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that the robotic assisted saw interface left (sasi) interface opened during the posterior cut. It was reported that this interrupted the connection and the system displayed an error message and the surgeon had to shut down the clinical application. The procedure was completed by the surgeon switching to the conventional method. It was reported that there was a ten minute delay in the surgical procedure. It was reported that the device was being used with a robotic assisted satellite station device and three (x3)robotic assisted saw interface right devices. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D4: serial/lot number unknown. H4: unknown. UDI: (B)(4). D10, concomitant medical devices and therapy dates, satellite station device and saw interface right devices, may 13, 2024.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d4: device serial number and UDI were updated. Investigation summary: the case log files were reviewed for this event. The review confirmed the reported application-terminating error. However, the device was not returned for further evaluation, therefore, no further conclusion could be drawn. Based on the investigation, the cause for the application-terminating error can be tied to the unclasping of the sasi, however the root cause cannot be determined. There is no indication that a design or manufacturing issue has caused the complaint condition. Device history lot: a search of the depuy synthes quality system was performed for the finished device lot number and no non-conformances were identified.